Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services discussed this was likely calcification of the lead and discussed troubleshooting options. The lead remains in service at this time. No adverse patient effects were reported.